Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 01/13/2010 and 01/28/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
A consumer's husband reported his wife experienced a severe inflammatory response following intraocular lens (iol) implant surgery. The consumer's husband reported the inflammation has resolved, but the consumer now has iritis. Add'l info has been requested.